Manufacturer narrative:
D9: date returned to mfg 9/25/2024. One device was received for evaluation. A review of the event history log (ehl) found error code 1871. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the optical switch. As a result, the optical switch was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device was alarming error code 1836 and 1871. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.